Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Eight aptus endoanchors were implanted during the index procedure. It was reported that the patient returned for follow-up and was found to have proximal type I endoleak. The physician stated that due to normal disease progression the proximal neck expanded over time, resulting in a proximal type I endoleak. The existing stent graft does not appear to have migrated. The patient received an intervention where a 28x28x49 endurant cuff was implanted up to the renal arteries; however, the endoleak was still present. The physician was not able to determine the definitive cause for the endoleak; however, it was attributed to lack of seal due to the short proximal neck. The patient will be monitored. No clinical sequelae were reported and the patient is fine. Review of a single still angio image confirmed that an endurant bifurcate was positioned just below the renal arteries. Lack of scale on this image did not allow for any measurements to be made. Several aptus endoanchors were also seen placed within the proximal portion of the bifurcate and into the neck. The neck is mildly angulated in the l-r orientation. There is a likely proximal type I endoleak. The ipsilateral limb was positioned within the left common iliac and the contra limb and extension crossed over the ipsilateral limb and were positioned into the right common iliac artery. Both limbs were patent. No other stent graft issues were observed. The cause of the proximal type I endoleak could not be determined from this single image. Earlier post-implant images were not available for return, and the anatomy at implant is unknown. It is likely that the reported short proximal neck contributed to the endoleak.

Manufacturer narrative:
(B)(4).